Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the tubing infusion set was detached and the quick release was not locking in place. It was reported that the customer experienced hyperglycemia and had high blood glucose levels of 26.7 mmol/l and had current blood glucose levels of 9.2 mmol/l. It was reported that the customer was treated for high blood glucose levels with insulin pump. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.